Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was 590 mg/dl. Customer stated that she change her infusion set twice, but the blood glucose did not come down. Nothing further was reported.